Event description:
It was reported that prior to usage, the video laryngoscope's screen display was black with no image. The light at the tip of the blade was on. Issue persist even swapping with a new battery. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted normal wear and tear on the received video laryngoscope and battery with no significant external damage. Attempts at activation resulted in only illumination of the led and no activation of the display. The video laryngoscope's battery was then removed and installed in a known-good video laryngoscope (cl-16059) which resulted in the same failure demonstrated. To further verify, a known-good battery was installed in the video laryngoscope under investigation which resulted in proper activation of the display along with led illumination. The battery was then installed in the 10 second battery test box, where no measured voltage output was observed during the test. It was reported that prior to usage, the video laryngoscope's screen display was black with no image. The light at the tip of the blade was on. Issue persist even swapping with a new battery. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.